Event description:
Ralc45 dlu calibrated, opened/closed without difficulty, got into blue range and was fired. Pc read "firing complete" message. The anvil opened freely after it was fired. However, malformed staples were observed on the distal side. Staple line had to be removed and surgeon had to disect additional rectal stump. A diverting colostomy had to be performed. Another device was applied to complete the case.